Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while firing across the stomach, the device only advanced 1-2mm when firing. They opened a new reload to resolve the issue in order to complete the case. There was no patient injury.